Manufacturer narrative:
Evaluation results: inherent risk of procedure (dislodged stent). Failure to follow instructions (IFU contravened -excessive force used). Patient¿s condition affected effectiveness of device (lesion morphology). No results available since no evaluation was performed (device or procedure images were not returned for review). Related to operational context (attempting to advance through previously implanted stents). Evaluation conclusions: known inherent risk of a procedure (dislodged stent). Failure to follow instructions (IFU contravened -excessive force used). Device failure related to patient condition (lesion morphology). Unable to confirm complaint (device or procedure images were not returned for review). Operational context caused or contributed to the event (attempting to advance through previously implanted stents). (B)(4).

Manufacturer narrative:
Evaluation results: related to another device (previous stents in vessel). Evaluation conclusions: another device caused failure (previous stents in vessel). User error contributed to event (IFU contravened - force used). (B)(4).

Event description:
It is reported that the rca vessel to be treated was severely tortuous, heavily calcified and had 80% stenosis. The lesion was 80 mm in length. A resolute integrity 3.50 x 22 mm was deployed in the proximal section of the vessel successfully. A resolute 3.50 x 26 mm stent was then deployed distal to the previous stent (slight overlap between the stents) successfully. The vessel was then pre-dilated with a unknown balloon and 60-70% stenosis remained. The physician then attempted to position a resolute integrity 3.50 x 22 mm drug eluting stent in the vessel. The device was inspected prior to use with no issues noted. During positioning of the third device resistance was encountered and excessive force was used. It is reported that the physician experienced great difficultly when attempting to pass the third device through the two previously implanted stents. The third device failed to cross and when the physician attempted to remove it found that the stent had dislodged. The stent was located on the fluro inside the guide catheter close to the groin site. The guide catheter was removed with the stent in it without any issue. The distal part of the lesion was treated with a balloon only product. There are no reported patient complications.

Event description:
Evaluation summary: the stent was returned off the delivery system. Crimp impressions were visible along the balloon. The distal tip was damaged. The stent segments were bunched at one end of the stent.